Event description:
The customer reported that the device handle snapped at the beginning of the procedure. The surgeon opened a second instrument and successfully completed the procedure. There was no patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.